Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of the 5f exoseal vascular closure device (vcd) could not be pressed down, and the indicator window did not change color. Hemostasis was achieved by manual compression.there was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities were noted prior to use. A retrograde puncture approach was used, and angiography confirmed femoral artery suitability, including appropriate insertion angle, with vessel diameter verified to be at least 5 mm and no calcium, plaque, stent, or significant stenosis at the puncture site. A 5f, 11 cm non-cordis sheath introducer was used. No resistance or excessive force occurred during advancement or insertion, and there was no difficulty connecting the sheath introducer to the device. The sheath engaged and locked with the indicator wire cowling with an audible click. However, the indicator window did not change color during retraction. The device will be returned for evaluation.